Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with leakage. It was stated ¿the needle was leaking at the syringe connection with the needle and syringe securely attached.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok disposable syringe with bd luer-lok tip there was an issue with leakage. It was stated ¿the needle was leaking at the syringe connection with the needle and syringe securely attached.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Two samples received for investigation. Test were performed including defects on molding for barrel, plunger rod/stopper affecting functionality, deformation in the thread of the barrel, and molding of nozzle. Test are satisfied with the functional and visual tests; the design has a rope around the pivot that allows you to screw and secure the needle perfectly, it is compatible with all hypodermic needles of bd, so the most likely cause is between the syringe and the needle not assembled correctly. Functional tests performed on the samples sent by the customer are in accordance, therefore the complaint is not confirmed. A device history review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.